Event description:
Caller reported a malfunction on the pump with a specified malfunction code of malf 12. The issue caused the customer's blood glucose level to exceed 500 mg/dl, as the value displayed was "high." To address the high blood glucose level, the customer performed a correction injection via multiple daily injections (mdi). The customer reset the malfunction code on their own, and it did not recur after resetting.